Event description:
Related manufacturer reference number: 2017865-2025-11505. It was reported that the patient presented at the clinic due to oversensing by their implantable cardioverter defibrillator (ICD) and intermittent capture by the right ventricular (rv) lead. Capture threshold was noted to have been rising. Intervention was performed, and the ICD and rv lead were reprogrammed to resolve the issue. There were no patient consequences.